Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-jan-2021, serial#: (B)(4), UDI #: (B)(4). Device returned to MFR? No. Mfg date: 24-jul-2019. Label for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), high and abnormal impedance was observed post-tether removal. The patient was kept in hospital for an extended period of time for monitoring. The patient was discharged and the leadless ipg remains in use. No patient complications have been reported as a result of this event.